Event description:
It was reported that the device shifted after it was released. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 24mm watchman flx laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the patient multiple times before it was deployed into an acceptable position. After all release criteria was met the physician released the closure device from the core wire of the wds. Immediately upon release the closure device shifted within the laa. The physician kept the patient overnight for observation. There were no complications or consequences as a result of this event. The patient is stable and doing well. A transthoracic echocardiogram the next day showed that the closure device was located in the same position. The patient was discharged on (B)(6) 2022; however, a possible explant was discussed for (B)(6) 2022.

Event description:
It was reported that the device shifted after it was released. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 24mm watchman flx laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the patient multiple times before it was deployed into an acceptable position. After all release criteria was met the physician released the closure device from the core wire of the wds. Immediately upon release the closure device shifted within the laa. The physician kept the patient overnight for observation. There were no complications or consequences as a result of this event. The patient is stable and doing well. A transthoracic echocardiogram the next day showed that the closure device was located in the same position. The patient was discharged on (B)(6)2022; however, a possible explant was discussed for (B)(6)2022. It was further reported that the patient underwent open heart surgery to remove the closure device and clip the laa. During this procedure the physician performed a maze procedure. The patient suffered complications due to the maze procedure and ultimately the patient died.